Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the handswitch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 7600 system had uncommanded x-rays as the handswitch was repositioned. Handswitch unplugged from the system and the case continued using footswitch. No patient injury reported.